Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed no delivery excessively. The caller stated that the blood glucose reading on the day prior had been over 400 mg/dl. The most recent blood glucose reading was 145 mg/dl. The caller stated that the customer had delivered a bolus using the insulin pump but reported no betterment. The customer delivered a bolus with an insulin pen and the blood glucose reading decreased. The caller stated that the infusion set and reservoir was changed and the no delivery alarm recurred during prime. The customer inserted the infusion set and reservoir into another inslin pump and the alarm persisted. The customer changed the reservoir again and reported that the problem was resolved. The insulin pump passed the high pressure test. Nothing further reported.

Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.please see medwatch report # 2032227-2014-47304.